Event description:
Clinic notes dated (B)(6) 2013 indicated that the patient's last seizure was on (B)(6) 2011 and was a generalized tonic-clonic seizure. The patient usually had one every several days but for the last several days there had been more. The patient had no pre-ictal phase, convulsive activity and loss of consciousness with blank staring during the ictal phase, and confusion and sedation in the post-ictal phase. The patient recently experienced a recent daily increase in complex partial seizures. The patient experienced generalized tonic clonic seizures twice per year during infections. Stress was a seizure trigger. Settings were provided but it was noted that the patient had more seizures despite no change in medication. Notes dated (B)(6) 2012 provided patient settings. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
It was reported that the patient underwent generator replacement surgery due to ifi = yes and prophylactic replacement on (B)(6) 2013. The generator was returned to device manufacturer for analysis on (B)(4) 2013. Analysis is underway; however, has not been completed to date. The returned product form confirmed the date of explant and that the generator was replaced prophylactically.

Event description:
The implant card was received which confirmed that the generator was replaced on (B)(6) 2013 for prophylactic reasons. The lead impedance was marked "ok". The generator analysis was completed on (B)(6) 2013. The analysis confirmed that the generator was at end-of-service. Burn marks were observed on the generator case, which indicated that the generator may have been exposed to an electro-cautery tool during the explant. A reset of the pulse-disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The pulse generator shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 63.182% of the battery had been consumed. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.